Manufacturer narrative:
The customer provided a photograph for evaluation. The complaint kit was not returned for investigation. Review of the provided photograph verifies the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls, and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photograph determined that the centrifuge bowl had dislodged from bowl holder, indicating that the centrifuge bowl was not secured into the bowl holder. A material trace of the centrifuge bowl and its components used to build lot k213 did not identify any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause of the reported alarm #7: blood leak? (Centrifuge chamber) was most likely due to the centrifuge bowl break. The cause of the centrifuge bowl break was most likely due to the centrifuge bowl dislodging from the bowl and impacting the centrifuge chamber wall; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the procedure the centrifuge bowl broke. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) alarm. The customer stated approximately 95 ml of whole blood had been processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer did not return the product for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k213 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot k213 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). P.t. (B)(6) 2021.